Event description:
Note: this report pertains to the fifth of five complaints that occurred during the same procedure. Refer to MFR reports #3005099803-2009-03076, #3005099803-2009-03077, #3005099803-2009-03078, and #3005099803-2009-03079 for the other associated device info. It was reported to boston scientific corporation that five extractor rx retrieval balloons were used during an ercp (endoscopic retrograde cholangiopancreatography) with stone extraction, in the common bile duct (cbd). Per the complainant, during the procedure, five extractor rx retrieval balloons were utilized. The five balloons burst while attempting stone retrieval. The physician commented this was a difficult sweep. It has been noted that all five balloons remained intact after bursting. This procedure was completed with a retrieval basket. There has been no report of complications or injury to the pt. Post procedure pt's status was fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of shipping history, batch history, historical trending, and similar complaint trending for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).